Event description:
It was initially reported that the patient experienced "baclofen withdrawal like symptoms over the last year". The patient had a dye study performed and they could not aspirate but were able to shoot dye through; a catheter revision was performed on (B)(6) 2011 for a catheter blockage. It was noted at that time that the sc (sutureless connector) metal portion had completely separated from the silicone portion and tissue had grown all around it. The pump and catheter were both replaced as the physician was concerned about the tissue growth potentially occluding the pump itself as well. It was later reported that the catheter connector malfunctioned by coming apart (inside metal ring had separated from the silicone). The tissue was noted as growing within / "enveloped between" this separation, and therefore flow from the pump was impeded; and the patient experienced baclofen withdrawal. It was further indicated that "tissue was covering separation of catheter connection on the catheter port". The surgeon felt "infection of tissue infected pump"; and had requested replacement. The patient had recovered without sequela. It was later reported that per an operative report filed by a physician on (B)(6) 2011, it was indicated that over the past "3 to 4 months" the patient had worsening control of his spasticity despite pump programming adjustments. The patient had increasing discomfort and stiffness in his legs bilaterally in the evening, which required administration of supplemental oral baclofen. It was further noted that "this week", the patient presented to the emergency room with increasing spasticity in his legs as well as some diaphoresis and pruritus over the lower half of his body. The patient was admitted for concern of baclofen pump malfunction/baclofen withdrawal; and was started on benzodiazepines and supplemental baclofen which had resolved his symptoms. A "recent" pump myelogram with cone beam CT did not reveal any evidence of pump discontinuity. It was further noted that "at that time" it was difficult to aspirate cerebrospinal fluid (csf) from the side port of the pump. The intrathecal catheter was repositioned on (B)(6) 2011 from the t6 to the t9 location; with the placement of a new sutureless connection system to the pump. Intraoperative myelogram (utilizing fluoroscopy) was performed. Careful intraoperative inspection revealed that the sutureless connector was able to be "toggled" on the pump connection itself due to a very thick band of scar tissue which had grown inside the fastening mechanism of the sutureless connector. It was indicated that there was not a proper fit between the two; and it was quite difficult to separate the two because of the adherence of the scar tissue. The physician felt it was clear at that point, that there was probably very poor flow between the two segments. After the connector was removed from the pump itself, the physician did not feel that the end of the pump (which married to the connector system) was satisfactory. As a result, the physician then elected to replace the pump. A new pump was placed, which was prefilled with intrathecal baclofen at the appropriate concentration. A "very brisk and robust flow" of csf through the system was noted, upon removing the sutureless connector system that compromised the end of the catheter at the level of the pump pocket. The physician did not feel a complete replacement of the catheter was necessary or indicated. It was later reported that at the time the patient was experiencing withdrawal, it was clarified that the patient was administered lioresal (2000 mcg/ml) at a rate of 349 mcg/day.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found. Final device analysis of the catheter revealed no significant anomalies; tears, cuts, or coring were noted in the sc pump connector. No leak was noted of the catheter during analysis.

Manufacturer narrative:
Catheter: model: 8709sc, serial # unk, implanted on: (B)(6) 2009, explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.